Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was unsure of the blood glucose levels but "felt it was elevated". The elevated blood glucose levels were addressed by changing the cartridge and resuming insulin delivery.